Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the procedure, rf telemetry could not be established. Multiple programmers and rf antennas were used without success. When the rf antenna was unplugged, inductive telemetry was able to be established normally. The physician decided to continue and concluded with no further issues. Patient was stable post-procedure and will continue to be monitored with regular follow-up.